Manufacturer narrative:
As of today, no additional information is available. Should additional information become available, this report will be updated.

Event description:
A portion of the lead has been returned for analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory the returned portion of the lead was thoroughly inspected and analyzed. The proximal portion of then lead was returned which had been severed 58 millimeters from the terminal pin. The lead was no longer connected to the device when it was received in the laboratory. Due to the nature of the allegation and state of the lead when returned, there was no further testing performed. The clinical observation was not able to be confirmed.

Event description:
Boston scientific received information that the patient with this pacemaker and right atrial (ra) lead underwent a routine change out procedure. During the procedure, the proximal set screw for the atrial lead was unable to be loosened. The physician had to cut the ra lead to explant the device. The device was explanted and replaced. A replacement ra lead was not implanted as the patient no longer required ra therapy. The device was to be returned. There were no adverse patient effects reported.